Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that a 009300xspt assembly 9300xsp l/s w/awos t had a burning smell during an unknown operating procedure. It is unknown if there was any patient contact or a surgical delay. There was no patient injury/death alleged. Request for additional information has been sent.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. Visual inspection of the returned light source found a customer applied label, nicks and scratches but, no physical damage. Internal inspection found no evident physical damage observed although, the shroud over the power supply was missing. The unit powered "on" the fans operated, the attenuator rotated. Note that one of the two fans was installed in reverse. A burning smell was being emitted from the back in the unit. Further investigation found the base of the lamp itself and the mounting base in the unit were both melted. The findings are considered user error, tampering evident. The reported complaint was confirmed.

Event description:
N/a.